Event description:
It was reported that following intraocular lens (iol) implantation the doctor observed a persistent and permanent occlusion on the peripheral part of the anterior surface of the iol described as a circular marking deepened in the material. The issue was identified during the placement of the implant in the capsular bag when the lens was partially inserted. No patient injury was reported. No intervention was required. The iol was successfully implanted and remains in the eye. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5: information unknown/not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: n/a - the lens remains implanted. Section e1 telephone number : (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.